Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the start of an unspecified procedure the rigid video scope had a green image. There was no reported patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11 ¿ the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image was due to the charged coupled device (r-unit) broken. The most probable cause of the complaint is cause not established (d15). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.